Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was degenerative disc disease, spinal pain, and non-malignant pain. On (B)(6) 2019 the patient reported that she had a ¿granuloma on her pump¿ in the past. Probably around 2015. No patient symptoms were reported. The patient did not remember the exact drugs in the pump at the time of the event, but she thought it was ¿around the same drugs¿ that were in her current pump which were fentanyl, clonidine, bupivacaine, baclofen, and dilaudid. No further complications were reported/anticipated.